Event description:
It was reported to kendall/tyco healthcare in 2006 that a customer had a problem with the dual lumen PICC catheter. The customer alleges "after insertion of the PICC catheter it developed a leak at a kinked site; no patient injury noted.